Event description:
Patient reported skin irritation consisting of itchy welts. Patient did seek medical attention was prescribed triamcinolone. Patient followed proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.